Event description:
On (B)(6) 2011, the patient/lay-user contacted lifescan (lfs) alleging that she was experiencing a broken casing issue with her one touch lancing device. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue with the subject lancing device been broken began on (B)(6) 2011, at 12 pm. She stated that she manages her diabetes with humalog insulin (self adjuster) and due to the alleged issue on (B)(6) 2011, at 12 pm she continued her usual insulin treatment. The patient reported guessing the approximate amount of insulin she needed based on her lunch meal. The patient claimed on (B)(6) 2011, at 4 pm, after the alleged issue started, she felt "woozy, sweaty and tingling in the mouth," which she associated to a low glycemic state. The patient stated that she was able to obtain another lancing device, and was finally able to test her blood glucose level and allegedly obtained a result of "39 mg/dl." On (B)(6) 2011 at 4:30 pm she reportedly self treated with a sandwich and soup and about 20 minutes later she also reported feeling better. The patient also informed the cca that 3 hours later after resting after dinner, she tested her blood glucose and obtained a result of "179 mg/dl." During the initial call with customer service, the agent noted that there was no information of misuse and the issue remained unresolved. Replacement products were sent to the patient. This complaint is being reported because the patient claims she was unable to test her blood glucose due to the reported issue, administered an estimated insulin dose and reportedly developed symptoms suggestive of hypoglycemia after the reported issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.